Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon review, the right ventricular lead exhibited elevated threshold and elevated impedance compared to previous check in (B)(6) 2018. The lead impedance started to rise from (B)(6) 2018. The patient informed that she fell a few months ago and she had shoulder surgery in (B)(6). The asymptomatic patient would be followed up normally.

Event description:
New information received noted that the patient was seen in clinic for a scheduled check on (B)(6) 2019. Pacing impedance and threshold were still high. The lead was reprogrammed. Lead revision was discussed. The patient remained stable.

Event description:
New information received noted that the lead was explanted and replaced on (B)(6) 2019. The patient was stable.